Event description:
City booster pump system did not turn off due to a stuck switch. Excess pressure was relieved to inlet side of pump as designed. Since the same motor was recirculated, it began to heat up. Staff failed to notice this. "Pt" noticed a water leak at a check valve, and instead of properly turning off the pump by the marked switch, closed a valve handle, causing an instant increase in pressure, and the valve became disconnected from the pump and sprayed the hot water on "pt"'s leg, allegedly causing burns.